Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected alarm, replace battery now alarm and did not receive a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was 209 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit was received with normal operating currents and no unexpected low battery alarm noted during testing or in the pump trace download. Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm, replace battery alert, replace battery now alarm. The power management tool confirmed power error 25, power loss alarm, replace battery alert, replace battery now alarm was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit was received with scratched case and stained keypad overlay.